Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A visual inspection found that the loop wire was melted and broken off at one side of the protector sheath section. A discoloration stain was noted which is consistent with high temperature event or electrical arc damage. The most likely cause is due to electrode wire coming into contact with a hard or metallic surface during activation or the output being set to the maximum and was activated for an extended period. If additional information and or device is received at a later time this report will be supplemented. The instruction for use states, "prior to increasing any power settings, recheck all cables, connections, patient contacts, and irrigation fluid before proceeding. Once this is done, the power may be gradually increased. Note the tissue effect after each increase." Please cross reference MFR numbers 2951238-2015-00464 and 2951238-2015-00466.

Event description:
Olympus was informed that at the beginning of a therapeutic transurethral resection of bladder tumor (turbt) procedure, two electrode loops broke inside the patient while attempting to cauterize the tumor. A third electrode loop was used and the loop dislocated. An xray was performed on the patient and no device fragment was found. No patient injury was reported. No further information was provided. Olympus followed up with the user facility via telephone and in writing but with no results. This is two of three reports.